Event description:
A clip got broken in two after ligation during a surgery. Therefore, the user ligated a new clip from another cartridge. There was a possibility that one of the broken piece remained in the abdominal cavity, however, there was no problem with the patient's physical condition. Additional information: during a laparoscopic sigmoidectomy, a clip got broken at ligation. One of the broken pieces was missing so that it was likely to remain in the abdominal cavity.

Manufacturer narrative:
(B)(4), per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2000298 was manufactured on 01/15/2020 a total of (B)(4) pieces. Lot was released on 01/27/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. One loose clip half was returned with no cartridge. The lidstock was also returned. The loose clip half was visually examined with and without magnification. Visual examination revealed that the loose clip half is the pierced boss half and is broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The loose clip half was broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One loose clip half was returned and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got broken in two after ligation during a surgery. Therefore, the user ligated a new clip from another cartridge. There was a possibility that one of the broken piece remained in the abdominal cavity, however, there was no problem with the patient's physical condition. Additional information: during a laparoscopic sigmoidectomy, a clip got broken at ligation. One of the broken pieces was missing so that it was likely to remain in the abdominal cavity.